Event description:
It was reported that pump displayed malfunction message and had not experienced any notable events prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction reappeared, which customer understood and acknowledged.